Manufacturer narrative:
Since the device was not returned to the manufufacturer (lincotek medical), the investigation was mainly performed on the the DHR. The assembly level lot # is 1007830 and the packaging level lot # is 1008625. There were no issues identified during the DHR review. The IFU for the device clearly specifies "use of excessive force to grasp tissue may cause intrument breakage or patient injury". The user may have used excessive force in this case but the cause is unknown. This complaint was considered reportable as a fragment of the needle remained in the patient's body.

Event description:
Lincotek medical was notified by stryker on 04/08/2026 of a needle breakage event that occurred at the surgical site. During a meniscus root repair procedure using the veripass suture passer and needle, two needle tips fractured within the patient. One fragment was successfully retrieved, while the other remained embedded in the meniscal tissue at the site of breakage. The issue was identified during the procedure, which was completed successfully without any reported delay. However, the adverse outcome was that one needle tip remained in the patient's meniscus.